Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. This report will represent case #1. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: MRI mode programming for safe magnetic resonance imaging in patients with a magnetic resonance conditional cardiac device. International heart journal. 2016: 57(2):173-6.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article indicated that during a magnetic resonance imaging (MRI) session, the patient¿s intrinsic heart rate was competing with the lower rate of the implanted device. The electrocardiogram shows that the patient had first-degree av heart block and had experienced ¿pre-syscope.¿ the author indicated that there is a risk for ventricular pacing being delivered during the t wave and could "induce ventricular fibrillation (vf)" for patients when having an MRI. The author reported that the MRI was completed with no adverse events. Additional information was obtained from follow up with the company representative who indicated that there were no issues and no product complaints nor adverse events associated with the manufacturer's products. It was also noted by the company representative that the patient had no "subjective symptoms" or "a change in condition." No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.